Manufacturer narrative:
Additional information provided in evaluation codes and additional MFR narrative. This is the first complaint reported for this custom pak lot. Review of the device history record (DHR) indicates the order was built to specification. A sample has not been returned for this complaint; therefore, the condition of the product could not be verified. The root cause of the customer's complaint is not known; a sample was not returned for investigation. There have been no changes made to the supplier's manufacturing process or raw components. A potential root cause could be the technique in which the drape was removed from the patient's face. Action will not be taken for this occurrence as the root cause is not known. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room supervisor reported that upon removal of the drape the patient experienced a skin abrasion. The patient was treated with an unknown ointment. The abrasion resolved. Additional information and product sample have been requested.